Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (BG) level of 512 mg/dL. Customer delivered a correction bolus via the pump to address the BG. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.